Event description:
Surgeon told the sales rep in locker room, just prior to surgery, that there was a broken rod in the patient. Patient was implanted in 2006, l4-s with monarch spinal hardware. Patient had fused, but developed a synovial cyst at the upper level requiring surgical intervention. Rod is being returned for evaluation. As surgical intervention occurred, an MDR is being filed to document the event.

Manufacturer narrative:
Device had not yet been returned for evaluation. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. If the evaluation should find something other than what is stated above, a follow up report will be filed.